Event description:
The reporter did not state the reason for the return of the posey sitter select alarm model 8361. There was no pt contact or injury reported. Inspection shows that the alarms battery door is damaged which could potentially cause the alarm to work intermittently.

Manufacturer narrative:
Eval results (other): the alarms battery door is damaged.